Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure (error c-34) was confirmed and reproduced. Error c-34 on start and monopolar coag activation confirming the fault occurred in the field. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 would occur on the integrated electro surgical unit (iesu) viodv generator when the customer attempted to use coagulation. The technical service engineer (tse) informed the customer that the error was pointing to the hf voltage being too low. The tse advised the customer to restart the viodv and reseat the energy cable, the customer did so but the issue was not resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and there was no problem. The system initially powered on without errors. The procedure was completed robotically with original configuration. The procedure was completed robotically and the iesu was replaced during the case. After the issue the was no use of the coag function usable in the case. The patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.